Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a bad tip retainer clip in the reported problem area of the pipette assembly. The tip retainer clip was replaced. The instrument was insp, tested without further problem, and returned to svc.